Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 and (B)(6) 2015. Customer's blood glucose level was over 600 mg/dl at the time of the emergency room visit on (B)(6) 2015. Customer woke up with a high blood glucose level of 508 mg/dl and was also hospitalized for diabetic ketoacidosis. Customer was treated with IV insulin drip and medication for nausea. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed and pump passed high pressure and priming tests. Pump was working as designed. Customer was advised to change the entire set, insulin, and reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.